Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the surgeon reported burning herself with a plasmablade device. The surgeon reported to the sales representative that this happened in multiple cases. It is unknown if any interventions were needed. The event dates are unknown; therefore, the awareness date, 11 may 2016 will be used in its place..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.